Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 51.3 mm abdominal aortic aneurysm. It was reported that a final angiography was performed after the device was implanted. It was noted that there was a space between the main body and blood vessel on the greater curvature side of the neck and an endoleak type 1a was confirmed. It was stated that a touch-up ballooning was performed, but the endoleak type 1a was still visible. As per the physician, cause of the event was patient's anatomy due to a highly tortuous aortic neck. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak could not be assessed on the pre-implant image received; however, the anatomical consideration that were noted to have led to the endoleak could be appreciated. Lack of procedural angiograms or post-implant CT¿s did not allow for an assessment of the reported endoleak. It is very likely that the short and severely angulated aortic neck was a factor in the reported endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.